Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for commercial heartmate 3 lvas is (B)(4).. Approximate age of device- 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that it was reported that on (B)(6) 2017, the patient¿s caregiver observed that the patient was stumbling and had progressive weakness. It was also reported that on (B)(6) , the patient had experienced a sudden feeling of weakness. Head CT revealed a new acute middle cerebral artery (mca) infarct involving the right frontal operculum and insula. There was no intracranial hemorrhage reported. The patient was admitted to the ICU. The manufacturer's technical services representative reported that there were no unusual events observed within the submitted log file and that the device is operating as expected.